Manufacturer narrative:
Re-evaluation of the complaint upon receipt of additional information on 4/7/2016 determined that cause of the problem to be defective new batteries from a 3rd party provider. The gehc service representative replaced the defective 3rd party batteries with OEM components and verified system functionality. There is no evidence of a reportable malfunction related to this event. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.